Manufacturer narrative:
The device was returned to olympus (B)(4) and will be sent to the manufacturer. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during a therapeutic total laparoscopic hysterectomy, the handpiece coagulation did not work well. An unspecified error message was observed by the user. The generator settings at the time of the event were effect 3. The procedure was not prolonged as the hand-piece was rapidly replaced. There were no other issues found with any other equipment during the procedure. The procedure was completed. The patient did not stay longer than a normal stay and did not need any additional procedures. There was no patient injury reported. Additionally, the user facility reported that the device was inspected before and after use and no anomalies were found during the inspection.

Manufacturer narrative:
The device was then tested with an olympus esg-400 generator. Several coagulation cycles were completed successfully on various thicknesses of saline soaked paper towel, no errors were observed. The device-level (p6000196-001 jf742446) dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 244 units were produced under this device lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. Final acceptance criteria includes automated inspection of the distal end jaws. This inspection includes measurement of jaw aperture. As the top jaw was grossly deformed, jaw aperture would not meet specification. If this defect were present during manufacture, the device would have failed final inspection. A review of the DHR reveals no finished good scrap activity as a result of final inspection. Therefore, this deformation likely occurred during use or the jaw was deliberately manipulated upon receipt. A definitive root cause could not be determined as the device functioned as intended during evaluation. Although the reported phenomenon could not be duplicated, it was noted the top jaw was deformed, likely a result of misuse. The deformed jaw may, in some cases, inhibit coagulation of thin tissue, as the distal teeth are more likely to cut through the tissue and short out against each other. If this short is active for more than 4 seconds, a regrasp error will be triggered and coagulation will cease.